Event description:
Facility reports the burr attachment medium for pen drive could not be secured to the drill. Device was being used in a surgical procedure at the time of event. It is reported a spare device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01178. Placeholder.